Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on an open sigmoid colectomy, the donut was incomplete and very stringy because of the poor staple formation. One staple was splayed out of the donut and looked very distorted. The surgeon actually repaired the anastomosis three times. The first time they realized after firing that they had incorporated some tissue that did not have a blood source and would become necrotic so they decided to re-do the anastomosis. They had used another device for firing and the stapler did seem to fire appropriately, they were not just happy with the tissue in anastomosis. The second firing was the stapler recorded. As far as they could see, the surgeon did all the appropriate steps when she pulled the stapler out and looked at the anastomosis, one donut was complete and the other was not. They transected the tissue again and did a hand anastomosis. This resulted to a 45-minute surgical time extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on an open sigmoid colectomy, the donut was incomplete and very stringy because of the poor staple formation. One staple was splayed out of the donut and looked much distorted. The surgeon actually repaired the anastomosis three times. The first time they realized after firing that they had incorporated some tissue that did not have a blood source and would become necrotic so they decided to re-do the anastomosis. The second firing was the stapler recorded. The surgeon did all the appropriate steps when she pulled the stapler out and looked at the anastomosis, one donut was complete and the other was not. They transected the tissue again and did a hand anastomosis. This resulted to a 45-minute surgical time extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.